Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the ra lead. A procedure was performed to remove the ra lead using a laser sheath that was successful. New ra lead was implanted, and the patient was stable post operatively.